Manufacturer narrative:
Date received by manufacturer: 17 jan 2020. Dater of report: 20 jan 2020. The determination could not be made that the device failed to meet the specifications. No product was returned for evaluation so no root cause could be determined and no relationship could be investigated. The complaint will be reopened if a sample is evaluated or if new information becomes available.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a nav-ring failure.there was no patient involvement.